Event description:
Implant placed in position. Compression device would not advance collar as is customary. Repeated attempt to advance collar to no avail. Compression pin removed with compression pin removal tool. Attempted to remove implant with driver. Driver would not fit in device. Finally, removed device with needle nose pliers.

Manufacturer narrative:
Root cause: the implant is compressed after insertion into the bone. The device was compressed (collar advanced) before insertion, which prevents compression tool to advance any further, and prevents driver from mating with screw. Initially, it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported. Device eval: returned device was visually inspected. The implant was fully compressed.